Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked where the cartridge tubing connected to the cartridge. A new cartridge was successfully loaded to address the event. Blood glucose (bg) was 160 mg/dl for the event. At the time of report, bg was over 600 mg/dl with moderate ketones and bg was addressed with a bolus via the pump. The cause of bg was unknown. Reportedly, the customer reused cartridges. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.